Event description:
Per the clinic, the patient experienced inflammation and infection that originated in the middle ear and has extended to the inner ear and implant site. The patient was treated with IV and topical antibiotics (specific date and duration not reported), however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.